Event description:
It was reported that the compression screw broke and the dcs had to be removed and exchanged for an omega2 dcs. The surgeon informed co that he first thought that the cause was the length of the barrel and suspected an abnormal angulation between the barrel and the lag screw. However, after reviewing the x-rays the surgeon does not think that this was the case.